Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have received the scroll wrap safety letter and reports to have experienced the issue. Customer reports to have been able to stop the excess delivery of insulin. Customer is requesting to have insulin pump replaced with insulin pump without the scroll wrap feature. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.